Event description:
A bladder neck suspension procedure was performed 10/29/96. The pt returned with pain 11/25/96. On 12/2, a CT scan revealed an abscess. Both anchors were subsequently removed. Cultures were positive for staphylococcal infection. The pt remains and is doing well. The device has been destroyed. Therefore, no failure analysis was available. Follow up indicated a nosocomial staphylococcal infection, which may have been the contributing factor to this event. Co does not attribute nosocomial infection to the device. However, without further info, co cannot determine the exact cause for this event.